Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with intravenous insulin. Elevated bg/dka were resolved. Customer was discharged the same day with no permanent damage. Cause of elevated bg was not known. Pump system check was performed with tandem technical support (cts); no device issues were identified. Reportedly, customer used humalog in the cartridge for 3 days. Cts informed contact that humalog was labeled for 48 hour use with the cartridge.